Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 533 mg/dl with urination and thirst. The patient was treated in the emergency room with insulin injections and IV fluids. Reporter stated that patient potentially had a viral illness starting (B)(6) 2014. During troubleshooting, customer support found that an alternate caregiver had changed the site yesterday and did not prime tubing completely; did not see drops come out of line. Prime history shows incomplete prime step. Only primed total of 1.7 units in 3 primes. Cs found the pump was not skipping any prime step or priming during the load step. Cs instructed primary caregiver to instruct alternate on proper prime step and to call back if any further issues or needing assistance. There is no indication of cartridge malfunction. This complaint is being reported because the patient experienced hyperglycemia subsequent to the user error of improperly priming the pump.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the pump was not properly primed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.